Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a trial patient who was implanted on (B)(6) 2018 for an advanced evaluation (ae) for urge incontinence and urinary frequency. It was reported that the trial patient was in a lot of pain. The patient had taken pain medications and had been ¿kind of out of it¿. They mentioned that one incision on their back opened up last night with blood coming out of it as the glue holding it must have broken. The patient stated that they were very ill last night and this morning and was throwing up. They also had pain will voiding during the night. Follow up information received from the patient on (B)(6) 2018 reported that they had blood on their pad and thought it was from having the catheter removed. They stated that they had pressure in the vaginal area until they voided and was taking medication for the pain from the back incision. It was advised the patient contact their doctor for the issues. There were no further complications reported or anticipated.